Manufacturer narrative:
One device was received for analysis. Service history review identified that the device had not been serviced in the past 12 months. Functional testing and visual inspection were performed, and the customer¿s reported issue was confirmed. The downstream occlusion sensor (dso) was nonfunctional. To solve the problem, the dso sensor will be replaced.

Event description:
It was reported that the device does not recognize the cassette. The event occurred during insertion of the infusion set and attempted activation in the delivery room at the biomedical engineering department. The user of the device was the existing staff. There was no patient involvement.